Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate outlet tubing and confirmed by hemastix at the onset of treatment. New disposables used to continue the pt treatment without incident. Estimated blood loss 250cc. The dialyzer was on 2nd reuse when the fiber leak was noted. No pt injury or medical intervention reported.